Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It as reported that a deployment issue occurred and the patient subsequently died. The totally occluded, 200x6mm, de novo target lesion was located in a severely calcified left superficial femoral artery. Following predilation, the 6x200x130mm innova¿ stent was introduced. Significant resistance was encountered while advancing the stent and during stent deployment with the thumbwheel, the stent was only able to be partially deployed. The physician pulled on the grip, but it did not work the stent could not be retrieved and the patient was sent for open surgery. The patient died the next day. The physician considered the death unlikely related to the device but was considered to be related to a co-morbidity. This product is only ous approved but it is similar to an approved us device.

Event description:
It as reported that a deployment issue occurred and the patient subsequently died. The totally occluded, 200x6mm, de novo target lesion was located in a severely calcified left superficial femoral artery. Following predilation, the 6x200x130mm innova¿ stent was introduced. Significant resistance was encountered while advancing the stent and during stent deployment with the thumbwheel, the stent was only able to be partially deployed. The physician pulled on the grip, but it did not work the stent could not be retrieved and the patient was sent for open surgery. The patient died the next day. The physician considered the death unlikely related to the device but was considered to be related to a co-morbidity. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: an investigation of the returned device revealed that there were no damage or irregularities to the handle, there were no damage or irregularities to the inner shaft, and there were no damage or irregularities to the middle sheath. The outer sheath was buckled in numerous locations throughout the stent delivery system (sds). There was a kink at the distal end of the nose cone. The outer sheath was detached at the distal end of the nose cone, which cause a 3.5cm gap between the separated outer shaft. The stent was protruding 20mm from the outer sheath. The distal stent struts were stretched. Microscopic examination confirmed detachment of the distal end of the stent. Approximately 90mm of the stent was detached and not returned for analysis. There was no evidence of any material or manufacturing deficiencies to the separated stent. The as-received condition of the device, mainly the separated outer shaft, prevented the completion of stent deployment. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).